Event description:
Femoral stem has fractured in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Summary: initial review identified that investigational input would be required from bioengineering and applied research. The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be reopened when the bioengineering and applied research report is completed.